Manufacturer narrative:
The lens was received and is currently undergoing analysis at the manufacturing site. Lens met all manufacturing specifications prior to release. The information received from the surgeon suggests this event was not caused by a deficient lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the intraocular lens was explanted (B)(6) after implant due to over-correction of the patient's vision. No patient injury. The original implant of a 23.0 diopter lens was replaced with the same model lens, 21.0 diopter.